Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they have been having issues with low po2 and so2 values for an unspecified number of patient samples tested on two cobas b 221 analyzers (serial numbers (B)(4)). Data was provided for one patient sample which had discrepant po2, pco2, and so2 results when tested on cobas b 221 analyzer serial number (B)(4). The sample initially resulted with a po2 value of 30.4 mmhg accompanied by a data flag, which repeated on the same analyzer as 65.9 mmhg accompanied by a data flag. The sample initially resulted with a pco2 value of 44.1 mmhg, which repeated on the same analyzer as 37.5 mmhg. The sample initially resulted with an so2 value of 49.9 % accompanied by a data flag (calculated so2 value = 55.3 %), which repeated on the same analyzer as 92.6 % accompanied by a data flag (calculated so2 value = 92.6 %). The po2 and pc02 electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
From the alleged discrepant results measured on 12-mar-2020, all measurement results for blood gas and co oximetry were discrepant and it is most likely that different samples were used for this comparison. Calibration data for po2 and coox parameters measured on cobas b 221 serial number: (B)(6) show stable signals for po2 electrode and co oximetry lamps. The last calibration of the hb module was performed on 06-mar-2020. There is no indication for an instrument failure with cobas b 221 serial number: (B)(6). Both instrument serial numbers: (B)(6) show a similar behavior for measurements. The results for po2 and so2 are determined by different methods and show precise results for different measurements on different b 221 instruments; the calculated so2 value reflects the correct measured so2 result that fit with the po2 result. Variations in low results can be correlated to the samples and physiological conditions of each individual. The investigation could not identify a product problem. The cause of the event could not be determined.